Event description:
It was reported that the patient received an inappropriate shock due to noise/oversensing. The patient underwent manipulation testing and stress motion testing, and noted that the device was behaving normally, and noise was not reproduced. An x-ray showed that the system was in the same place as the implant. Technical services (ts) provided recommendations and troubleshooting steps to determine the root cause of this issue. Additionally x-rays were sent to ts for review which showed that the connection of the system appeared normal with no other apparent changes since implant. The patient will be seen for further vector evaluation and testing. After the follow up took place, ts reviewed the data and noted that noise was not oversensed in the secondary vector. Another follow up is scheduled, and the device remains implanted in the secondary vector. Additional information noted that a review was needed once again from an episode from august 2020 due to a possible concern of an electrode fracture. Ts reviewed the case and noted that this case was related to a sense b node sensing issue believed to be a contact disturbance between the sense b contact of the electrode and device. At this time the device. And no adverse patent effects were reported.